Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:the complaint of a dim and discolored display could not be adequately investigated due to a blank display screen. The pump powered on with a blank display. The display screen was found to be cracked. The display was replaced with a test display and display function returned to normal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was dim and discolored and could not be read in a bright setting. It was reported the issue occurred at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.